Manufacturer narrative:
All available information was investigated, and the reported torn material was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported torn material appears to be related to user technique/procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: removed device code 1069 replaced with 4008.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a broken clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. When attempting to insert the clip delivery system (cds) into the steerable guide catheter (sgc), damage was found on the tip of the clip introducer (ci). The cds was not used and was replaced. Two clips were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.